Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. The device powered up properly after new battery installation. The device was receiving with operating currents within spec. There was no blank display anomalies noted. There were no unexpected alarms noted. There were no traces of moisture noted at electronic or motor assemblies per visual inspection. The device was received with cracked case at the display window corners and case at reservoir tube window corners.

Event description:
The customer's mother reported via phone call of button errors on her daughter's insulin pump. The customer's blood glucose at the time was 320mg/dl. The mother states her daughter got sweat on the device. The mother states there is no visible moisture damage, but there are all kinds of alarms going off. The mother states the device is blank, and none of the buttons are responsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.